Manufacturer narrative:
(B)(4). The device serviced on-site by a baxter field service technician, and the condition was confirmed by service through the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified as the condition was not related to the customer reported condition. No further testing has been completed at this time and no repairs have been performed. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4).this device will not be returned to baxter as it was repaired onsite at the customer facility by a field service technician. The evaluation is not yet complete. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with 104 occurrences of a downstream occlusion set alarm, which constitute possible false occlusion alarms. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.